Manufacturer narrative:
On april 04, 2024, mentor was notified that the patient underwent bilateral replacement with 465cc mentor memorygel xtra breast implants during the removal surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture of the breasts and a ruptured right breast implant during a physical exam with a medical professional. As a result, the patient is scheduled for bilateral breast implant removal on (B)(6), 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-03299 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: capsular contracture, rupture date of explantation: (B)(6), 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2024, mentor received the following additional information. Granuloma formation in the right axilla region and peri implant fluid collection were indicated and confirmed by ultrasound. Ultrasound-guided needle aspiration was performed on the right side. Histology/cytology has returned as negative for atypia or malignancy. On may 16, 2024, mentor completed a reevaluation on the returned device as per the new information. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Reason for device explant and/or reoperation: implant site fluid collection, granuloma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 10, 2024, the mentor analysis lab received the suspect medical device for evaluation. On april 14, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).